Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor was encountering a "dor code," but after further clarification it appeared that the patient was actually encountering a por message. The por was believed to have originated from electrocautery during a revision surgery the patient had previously undergone. In addition to the por the patient reported to the rep that a loss of therapy had also occurred. Patient status is unknown at the time of this report.